Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer needs the tub seal replaced as it is coming apart.